Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl 13.2, -12.5 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. The lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown, lens began to twist and would not unfold, but on its side. Surgeon tried to flip lens but could not. Surgeon removed lens and lens tore. Reportedly, mild edema to inferio-temporal cornea was due to removal and replacement. No outside postoperative care. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.